Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had a burning smell. There was no patient involvement. The clinical engineer was not able to duplicate the malfunction. The covidien customer support engineer (cse) inspected the device, printed circuit boards (pcbs) and other components for signs of excessive heat. No burning smell was observed. The cse could not duplicate the reported malfunction. No parts were replaced. The unit passed extended self-testing.